Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior circumflex artery. An opticross hd imaging catheter was advanced for an ultrasound examination of the target lesion. During procedure, the tip of the device fell off. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior circumflex artery. An opticross hd imaging catheter was advanced for an ultrasound examination of the target lesion. During procedure, the tip of the device fell off. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.